Manufacturer narrative:
(B)(4). Date sent: 4/25/2022. D4 batch #: v95j85. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps02 device was received with the inner tube detached from the shaft sheath. In addition, the tip of the electrode was not broken as reported. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: there is no missing piece, so no piece left in the patient. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, the tip of the device broke. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.